Manufacturer narrative:
The patient had completed their lengthening treatment with precice. It was reported that the patient was weight-bearing. The nail was removed and the patient was implanted with a solid nail without incident. To date, the patient is doing fine and no negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process, and that the device was released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed after almost one (1) year of implantation. The nail allegedly appeared to be broken after reviewing x-ray images.